Event description:
An aneurx bifurcated stent graft of unknown size was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. It is reported that the pt had severe calcified etherosclerotic disease of the common femoral and iliac arteries which measured 10 mm with difficult accessibility. The abdominal aortic aneurysm measured 5 cm. It is reported that the pt was draped and prepped in the usual manner. Bilateral vertical 10 cm groin incisions were made over the common femoral arteries. The femoral arteries were dissected and isolated. Both common femoral arteries were acessed with 8 french introducer sheaths over .035 glide wire. A pigtail catheter was placed over the glide wire on the left side up to the aorta above the renal arteries. On the right side, the glide wire was replaced with a .035 amplatz super stiff wire. A transverse aortotomy was then made and the 8 french sheath was removed. It is reported that the physician encountered significant difficulty after inserting the stent graft delivery catheter over the super stiff wire in the right femoral artery. The common femoral artery was markedly calcified, therefore, the physician extended the incision and the distal external iliac artery was then dissected. Another attempt at introducing the delivery system was unsuccessful; therefore the left femoral artery was attempted. This attempt was also unsuccessful. It is reported that the endovascular procedure aorta below the renal arteries was markedly calcified. An end-to-end graft-to-aorta proximal anastomosis was completed with an 18 mm graft with excellent flow to the iliac vessels. The abdominal incision was then closed. The incision in the left groin was closed with excellent flow of blood into the left lower extremity. It is reported that the femoral artery was dissected during the difficult accesss to the iliac artery which required many dilators. The right femoral artery was repaired and replaced with a 5mm ptfe graft with satisfactory right lower extremity perfusion. The pt was taken to the recovery room in satisfactory and stable condition.